Event description:
Additional information received indicates that the patient had their ipg explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.

Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient's ipg was nearing end of life confirmed with a "replace generator soon" error message. As a result, surgical intervention may occur to address the issue.